Manufacturer narrative:
The investigation of low pump flow has been completed. As per data review and device analysis the root cause of the low pump flow issue was cannula kink due to improper technique.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported the patient was on impella 5.5 support. While on support, there was a decrease of impella flow 0.1 l/min (p9). Correct position was verified and there was no impella flow on p9. The surgeon decided to explant impella and switch to a new pump. The patient survived the event.